Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient began treatment with a 21 day course therapy of ampicillin (dose and frequency unknown) intraperitoneally for peritonitis. On an unknown date the next month, the patient was admitted to hospital for dehydration. During hospitalization, the 21 day course of ampicillin was completed. The patient had recovered from peritonitis, abdominal pain and dehydration at the time of the report. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The exact date of the onset of peritonitis is unknown, however, the patient experience peritonitis in (B)(6) 2013. : the product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore, they were provided. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13c21021 and h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.